Manufacturer narrative:
Sv 3.0b. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had the damaged battery compartment and reservoir compartment . The blood glucose at the time of the incident was 120 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.